Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, bending section cover or distal sheath adhesive worn and cracked, connecting tube wrinkled and scratch, scope cover, and grip dented, suction cylinder shaved, scope switch 1 and universal cord scratched, scope connector dented, light guide glass dirty, angle wire worn out, light guide lens chipped, scope forceps elevator wire cut and fraying, and foreign material found in scope forceps elevator. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera duodenovideoscope exhibited elevator issue, forceps elevator wire cut at distal end, low angulation, and kinks in scope connecting tube. Upon inspection and testing of the customer returned device, the scope forceps elevator wire was found cut and fraying and foreign material was found in the scope forceps elevator due to insufficient or incorrect reprocessing of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Event description:
The customer follows reprocessing steps as per the instructions. They have the trained staff and using other models of olympus ercp scopes, including tjf-q180v. Reprocessing steps is follows: precleaning with general inspection, manual cleaning (brushing) with detergent, disinfection, rinsing and drying before storage or usage. The device was not used for patients, after finding the this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, to update b5, and to correct g3 of the initial medwatch. Additional information to b5 of initial medwatch. The customer follows reprocessing steps as per the instructions. They have the trained staff and using other models of olympus ercp scopes, including tjf-q180v. Reprocessing steps is follows: precleaning with general inspection, manual cleaning (brushing) with detergent, disinfection, rinsing and drying before storage or usage. The device was not used for patients, after finding the this event. Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Due to deformation of connector, water tightness is lost. Adhesive on the bending section rubber has a crack. The bending section rubber has wear. Connecting tube has a scratch and a wrinkle. Grip has a dent. The device cover has a dent. Suction cylinder is shaved. Switch has a scratch. Universal cord has a scratch. Suction connector has a dent. Light guide cover glass is dirty. Due to wear of angle wire, bending angle in all directions do not meet the standard value. Due to wear of angle wire, the play of angulation knobs are out of the standard value. Light guide lens has a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to the forceps elevator not working by breakage of the forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.